Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a biopsy procedure, the needle was inserted within the lesion. A piece of the needle, approximately 2.0 centimeters, broke off within th elesion after taking one core sample. The needle was removed. Another device was used to complete the biopsy procedure. The 2.0 centimeter piece of the needle remained within the patient.